Manufacturer narrative:
(B)(4) final report. Additional information, including a reason for revision, operative notes, the explanted devices and a detailed patient outcome were requested in order to progress with this investigation, however, not all were provided and therefore, there was only limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification. Post primary x-rays and the explanted devices were provided and reviewed. The pre revision x-ray shows that the cup was not positioned in the regular centrical position with regard to the metal cup which indicates that the liner may have become loose and tilted out of the metal cup, leading to contact of the metal cup and ceramic head. Evidence of this contact was observed on an area of the ceramic head where there is extensive metal transfer, indicating recurring contacts with the metal cup. It is thought that this contact between the metal cup and ceramic head may have led to the pain reported by the patient and thus corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the ceramic head and hxlpe liner after approximately 3 years due to pain.

Manufacturer narrative:
(B)(4) initial report. Additional information, including a reason for revision, operative notes, the explanted devices and a detailed patient outcome have been requested to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the ceramic head and hxlpe liner after approximately 3 years. The reason for revision has not been provided.